Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device had darkness. The event occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle inside the universal cord is damaged and the distal end was worn and depressed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image dark was caused by component failure of the universal cord sheath and the light guide bundle and distal end dent and damaged were caused by a component failure of the insertion section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device had darkness. The event occurred during cleaning and disinfection. There was no patient involvement.